Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled for an eri generator change. The patient was not dependent and was lost of follow-up for the last three years. No pre-operative fluoroscopy of the lead prior to the procedure was made. During the procedure the physician opened the pocket and dissected down to the lead. The insulation was separated at that time and the conductors were no longer insulated. There was no data to support if this was a damage that had happened a long time ago or was due to explant forces. The lead was capped and replaced. There were no patient complications prior, during or after the case. The patient was fine.

Manufacturer narrative:
A partial connector portion of the lead measuring 4.5/5.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
Information received noted that the lead was capped on (B)(6) 2017.